Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using three gore® tag® thoracic endoprostheses (tgt3720/8007014, tgt3715/8297031, tgt3115/8261299, from proximal to distal) to repair a ruptured thoracic aortic aneurysm. The physician decided to cover the three branches of aortic arch, so ascending aorta-brachiocephalic artery, left common carotid artery and left subclavian artery bypass was made to maintain blood flow. It was reported that an endovascular procedure using gore® excluder® aaa endoprostheses (pxt281418/8521871, pxc141400/8234623) was also performed. The patient tolerated the procedure. On the same day, the patient developed paraplegia. Conservative treatment and rehabilitation was started. On (B)(6) 2011, the patient was discharged from the hospital. The paraplegia remained. The diameter of the aneurysm was 85 mm. On (B)(6) 2011, six month follow-up examination showed the paraplegia remained. The diameter of the aneurysm was 81 mm. On (B)(6) 2012, one year follow-up examination showed the paraplegia remained. The diameter of the aneurysm was 81 mm. On (B)(6) 2013, two year follow-up examination showed the paraplegia remained. The diameter of the aneurysm was enlarged to 86 mm. On (B)(6) 2014, three year follow-up examination showed the paraplegia remained. Conservative treatment (mainly rehabilitation) was continued to treat the paraplegia. The diameter of the aneurysm was enlarged to 91 mm.